Manufacturer narrative:
Follow-up # 1 ¿ (10/16/2014), the patient¿s meter has been returned on 9/25/2014 and evaluated by lifescan product analysis on 10/7/2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that her onetouch verioiq meter read inaccurately high compared to other devices. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the patient. During the initial call to lfs, the patient informed the customer care advocate (cca) that on an unspecified date/time, she obtained blood glucose readings of ¿342 mg/dl¿ with the subject meter and ¿207 and 198 mg/dl¿ on two other meters (accu-check and relion), performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of less than or equal to 20%. During the follow-up call, the patient informed the mss that she began to obtain what she felt inaccurate high readings with the subject meter since she began testing with the device in (B)(6) 2014. The patient stated she tests her blood glucose 5x/day and takes humalog (adjusts based on blood glucose values) and levemir (takes set dose) insulin to manage her diabetes. The patient reported that on several different occasions she developed symptoms of feeling shaky and vomiting; symptoms she associated with a low blood glucose, after she had adjusted her insulin dose based on elevated results she had obtained with the subject meter. The patient confirmed when symptomatic she would treat herself with glucose tablets and confirmed she would feel better shortly afterwards. The patient reported that on an unspecified date prior to contacting lfs she had contacted her hcp to inform him/her of the several low blood glucose excursions she was experiencing. The patient stated she was advised by her hcp to take a decreased dose of insulin. At the time of troubleshooting, the patient confirmed the subject meter was set to the correct unit of measure setting and the test strips were in good condition. The cca walked the patient through a control solution test and noted that the result fell within the specified control solution range. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of severe hypoglycemia after taking an increased dose of insulin based on alleged inaccurate high results obtained with the subject meter.

Manufacturer narrative:
Follow-up # 2 ¿ (11/04/2014). The patient¿s test strips have been returned on 10/22/2014 and evaluated by lifescan product analysis on 10/23/2014 with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.